Event description:
This report pertains to the first axios stent of two axios devices used during the same procedure. Please refer to the second axios device reported under number (B)(4). It was reported to boston scientific corporation that two axios stent and electrocautery enhanced delivery systems were to be implanted transgastrically to treat a stricture during a gastrojejunostomy procedure performed on (B)(6) 2025. During the procedure, there was a big resistance encountered when the first axios stent was attempted to be deployed. The axios stent was attempted to be deployed again; however, it was difficult to deploy, and the first flange of the stent did not open. A second axios stent was used; however, the same event occurred. The procedure was prolonged for 15 minutes and ultimately not completed. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was attempted to be implanted to treat a stricture during a gastroenterostomy procedure. However, per the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to treat a stricture. ***additional information received on january 07, 2026*** it was reported that the axios stents were to be implanted during a gastroenterostomy procedure. The stents were removed partially deployed on the delivery system.

Manufacturer narrative:
Block b5 was updated and corrected based on the additional information received on january 07, 2026. Block d2a (common device name) and d2b (pro code) were corrected. Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf device code a0510 captures the reportable event of sheath difficult to retract. Imdrf impact codes f14 and f1001 captures the reportable events that the procedure was prolonged and ultimately not completed. Block h11: boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf device code a0510 captures the reportable event of sheath difficult to retract. Imdrf impact codes f14 and f1001 captures the reportable event of the procedure was prolonged and ultimately not completed. Block h11: boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
This report pertains to the first axios stent of two axios devices used during the same procedure. Please refer to the second axios device reported under number 21851985. It was reported to boston scientific corporation that two axios stent and electrocautery enhanced delivery systems were to be implanted transgastrically to treat a stricture during a gastrojejunostomy procedure performed on (B)(6) 2025. During the procedure, there was a big resistance encountered when the first axios stent was attempted to be deployed. The axios stent was attempted to be deployed again; however, it was difficult to deploy, and the first flange of the stent did not open. A second axios stent was used; however, the same event occurred. The procedure was prolonged for 15 minutes and ultimately not completed. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was attempted to be implanted to treat a stricture during a gastrojejunostomy procedure. However, per the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to treat a stricture.